Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issues with sensor. The customer¿s blood glucose was unknown. Customer requesting replacement for the sensor that they missed during training due to mal practice of the insertion of the sensor. Customer also reporting itchiness and rash on the insertion site for the sensor. Customer would like to continue troubleshooting. Customer reports they did not receive a sensor updating not available alert. Customer reports they did receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. Customer did change sensor within product specifications. Customer reports that they received medical treatment as a result of the site issue. Customer will not return the sensors since they already disposed of them.